Event description:
Customer reported being hospitalized due to high blood glucose and diabetic ketoacidosis. Blood glucose at the time of hospitalization was 572 mg/dl. Customer's symptoms of high blood glucose were shortness of breath, and headache. Customer was treated at the hospital by IV fluids. Troubleshooting was performed for the insulin pump. The drive support cap was normal, ran manual prime and insulin sis exit the pump, time and date were correct, basal rates were correct, bolus wizard settings were correct, high pressure test passed, the cannula was not bent. However, customer reported seeing air bubbles close to the end of the tubing of the infusion set and while reviewing the alarm history of the insulin pump low reservoir alert was noted. Also, customer reported blood at the end of the port. The insulin pump was working as designed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.